Event description:
On (B)(6) 2025, a patient underwent treatment for an unknown disease/etiology in the iliac artery where a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was used. It was reported during the procedure, a 7mm x 39mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was advanced over a 0.035¿ guidewire (brand unknown) through an introducer sheath (brand unknown) to the target treatment site in the iliac artery. The vessel had ben pre-dilated, and no resistance was noted during device advancement. No previously implanted devices were encountered, although calcification was noted. During initial deployment, the balloon ruptured and it separated from the vbx delivery system, becoming dislodged within the patient. As a result, post-dilatation was performed since the vbx device had not reached its nominal pressure. It remains unknown whether post-dilatation occurred before or after retrieval of the ruptured balloon. The timing of the physician's snare attempt to retrieve the ruptured balloon is also unknown. After this attempt failed, a cutdown procedure was performed to retrieve the ruptured balloon within the patient. The vbx device had already been deployed at the time of balloon rupture. Although the device did not fully expand, the device successfully reached the target treatment area, and the procedure was completed without complications. The physician is unable to determine the cause of the balloon rupture and device dislodgement. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6 - c21: results pending completion of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: the primary reported failure mode, related to a balloon rupture during inflation, was consistent with the engineering evaluation findings of a circumferential tear in the balloon. The root cause of the primary reported failure could not be established with the available information. The secondary reported failure mode, related to balloon dislodgement, was consistent with the engineering evaluation findings of a complete separation of the distal and proximal portions of the balloon. The root cause of the secondary reported failure mode could not be established with the available information. The returned device also exhibited a broken delivery catheter shaft. The cause for this damage could not be determined, but it is consistent with damage resulting from the reported inability to fully deploy/inflate, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.